Event description:
Same case as 2134265-2012-05844 and 2134265-2012-05845. It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The eccentric de novo lesion was located in the non calcified left anterior descending artery. While dilating the unspecified balloon catheter, it was observed that the indicator of the encore26 inflation device was unstable. The physician used two other similar devices for dilation but there was a recurrence of the incident. Finally, the procedure was completed with another of the same device. No patient complications were reported. The patient status is reported as stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The eccentric de novo lesion was located in the non calcified left anterior descending artery. While dilating the unspecified balloon catheter, it was observed that the indicator of the encore26 inflation device was unstable. The physician used two other similar devices for dilation but there was a recurrence of the incident. Finally, the procedure was completed with another of the same device. No patient complications were reported. The patient status is reported as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that there was a crystalline substance most probably contrast medium blocking the flexcil tubing and syringe barrel of the encore device. The unit was functionally examined and it was noted that the unit was difficult to inflate initially and would only inflate initially to 10atm due to the blockage of the flexcil tubing and syringe barrel therefore before completing functional testing the crystalline substance was dissolved and removed by repeatedly flushing the device with hot water. The unit passed leak, gauge accuracy, side load, pressure damping testing and device locking mechanism testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).